Event description:
Per the clinic, the patient experienced pain around the implant site, resulting in the decision to perform a surgical procedure on (B)(6) 2013, to explant the internal device and to reimplant the recipient with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.